Event description:
The caller stated that she was given a tracheostomy tube by an rn. The rn stated that this tube's cuff was not staying inflated. The caller did not know if the tube had been pretested. It was inserted in patient on (B) (6) 2010. They noticed that the cuff was not holding air on (B) (6) 2010 and the tube was removed, and the pt was recannulated.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusion can be made with out the device.